Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the wake button was difficult to press. During troubleshooting with tandem technical support, customer applied more force and was able to unlock pump using wake button. Customer¿s blood glucose was 120 mg/dl.